Event description:
On (B)(6) 2010, infusion device "behaved unusually." Infusion device backlight turned on and could not be turned off for the next 20 minutes. The up button stopped working and, after approximately 20 minutes, started to work again. On (B)(6) 2010, the infusion device started to deliver a bolus that was not intended. There was no opportunity to accidentally press a button. Infusion device also "froze", and there was no possibility to turn it off. Infusion device was requested for evaluation. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.